Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device reported an error message. Device was used in surgery. There was no patient or user injury reported. It is unknown if there was a delay in the surgical procedure. There was no additional information provided.